Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -8.0/0.5/120 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Observation of low vault was reported. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - lens was removed and received. No patient injury was reported. Final patient status is unknown. D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 28-oct-2021 corrected to 25-oct-2021. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. H6 - type of investigation (b): 4110 not reported in initial MDR claim #(B)(4).